Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient required two additional surgeries post-procedure: one to remove the midline portion of the tape due to transobturator tape irritation on (B)(6) 2011 and one to identify any remaining mesh on (B)(6) 2012. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.